Manufacturer narrative:
The device has been returned for evaluation. The evaluation identified a crack on the hub of the introducer needle. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model 0606150j port & catheter allegedly experienced a crack on the hub of the introducer needle. This information was received from one source. This malfunction did not involve a patient as there was no patient contact.